Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow keypad button is torn, exposing the metal underneath, and that the ok keypad button is intermittently unresponsive. The patient noted that the ok button issue started before the keypad damage. The patient reportedly wears the pump on a belt with a pump skin, and does not clean the pump. There was no reported patient impact associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported due to the allegation that the button responsiveness issue occurred prior to the damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/19/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. The reported torn keypad at the up arrow button could not be confirmed. During testing, all of the keypad buttons responded to button presses and were functional. The original complaint of the ok button's intermittent response was not confirmed or duplicated during testing. All of the buttons were found to have spring back and click. There was evidence of contamination found under all key contacts.